Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units ECG cable was damaged and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) ECG cable was working intermittently. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed that the ECG cable was damaged and required replacement. The fse checked the ECG cable with another cable and found that the ECG signals were good. The customer purchased a new ECG cable locally. The fse checked the ECG connection and other parameters. The iabp was handed over to the customer in good, working condition.